Manufacturer narrative:
Corrected data: initial reporter information was listed incorrectly on the initial report. Information was inadvertently omitted on the initial report. Manufacturing site phone number was incorrectly reported, manufacturing site first and last name, and manufacturing site email were listed by mistake on the initial report. Device manufacture date was inadvertently omitted on the initial report. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's heart failure sensor implant procedure, the sensor separated from the delivery catheter as the physician attempted to pull (physician chose to remove the sheath and pull the delivery system with a force that wasn't recommended) the catheter back inside the sheath causing the sensor to "kink" within the sheath with the remaining end of the catheter tip outside the sheath. As a result, the sheath was removed and vascular surgery was performed to remove the sensor and catheter as less invasive measures were attempted to no avail. Per the physician, the patient is doing well.